Manufacturer narrative:
Investigations: the following allegations have been investigated: organ (mesentery)/vena cava (vc) perforation, deep vein thrombosis (dvt), tilt, stroke, leg swelling, anxiety, stress, mental anguish. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported stroke, leg swelling, anxiety, stress, and mental anguish are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the jugular vein due to a another manufacturer's malpositioned greenfield filter. It has been alleged the patient received the other manufacturer's filter on 04jan2007 due to a prior combination of deep vein thrombosis (dvt) and pulmonary embolism (pe) and laparoscopic umbilical hernia repair. Patient is alleging device tilt, vena cava and organ (mesenteric) perforation. Patient notes and further alleges experiencing "swelling in my legs and have suffered from a stroke. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" as well as worry. Per the (B)(6) 2009 inferior vena cava (ivc) filter placement: "using the CT and ivc ogram for localization, new tulip-gunther filter was inserted from the jugular approach in place with the feet just at the level of the top of the previous filter in good position. It was deployed. There is a slight left lateral tilt to the filter after deployment but this did not appear to be problematic". Per the (B)(6) 2014 computed tomography (CT) abdomen and pelvis with contrast: "2 inferior vena cava filters are noted caudal to the renal veins". Per the (B)(6) 2017 CT abdomen without contrast: "there are two greenfield filters in place, one below the other in the infrarenal ivc. The proximal filter tilts into the left proximally by 13 [degrees] and the more inferior filter is tilted proximally to the left by 5 [degrees]. The anterior and right lateral struts of the proximal device extends slightly beyond the vessel wall. Neither device shows fracturing or bending. There is no evidence of retroperitoneal hematoma or ivc stenosis". "Impression: there are two greenfield ivc filters in place below the level of the renal veins. There is mild perforation of two of the anchoring struts of the more superior filter".

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.